Event description:
The lay user/patient contacted lifescan in 2008 and alleged that her one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the patient's husband on september 9, 2008 and obtained further information. The husband informed the mas that on original date, he tested the patient on the subject meter at around 5:00 pm and reportedly obtained a result of 109 mg/dl (per the patient's logbook). He mentioned that the patient is bedridden and was not experiencing any symptoms at that time. After the result, he gave her 12 units of the n insulin and 5 units of the r insulin she takes per her regimen at night (patient is on a set amount twice a day - 10 units of n and 4 units of r in the morning). The husband then went to prepare a "quick dinner" and when he brought the food to her room, he noticed that she was "really incoherent, sweating a lot and half dangling from the bed". He called the paramedics and while on the phone, he noticed that she had passed out. The emt meter result was "29 mg/dl" and she was placed on IV glucose. The patient was taken to the hospital and admitted there for 3 days with the admitted diagnosis of hypoglycemia. The husband mentioned to the mas that he thinks that the result of "109" was inaccurately high, and he would have given her something to eat if he had known that her blood glucose was actually lower. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is being reported because the husband claimed that the patient passed out after she had obtained the alleged high result and had taken her insulin. The alleged high result is out of lifescan's specifications when compared to the emt meter, performed within 30 minutes. The patient was reportedly given insulin between these two results. She was treated with IV glucose by the emt and admitted to the hospital for hypoglycemia. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.